Event description:
It was reported that during a da vinci si partial nephrectomy procedure, the surgical staff noted that the monopolar curved scissors instrument was dull at the tips. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported. The instrument was returned for failure analysis, which showed the instrument had a broken tube extension which was returned with the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint scissors dull not confirmed. Can not perform cut when extension tube is broken. Tube extension is broken and missing a pieces at the prox clevis interface. Broken pieces measured roughly about 0.215 x 0.213 and another piece 0.220 x 0.231. All pieces returned with the instrument. Clevis is dislodged from tube extension. Tube extension likely broke due to excessive side loading. Electrical continuity passed. Additional finding is scratches on maintube. Distal end of main tube has various scratch marks with light material removal. Suggesting the may have been caused by instrument collisions or rough handling. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.